Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at first firing to perform functional end to end during a laparoscopic sigmoidectomy, the green button was pushed but the handle could not be squeezed and firing could not be performed. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: the product sample or additional supporting materials from the account was not available for this incident. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. There were no assembly or component issues identified; therefore, a device history record review will not be performed. Without the physical product, a definitive root cause could not be identified. Post market vigilance will continue to monitor this condition for future potential action. If information is provided in the future, a supplemental report will be issued.